Event description:
It was reported that the right ventricular lead exhibited high impedance greater than 3000 ohms on a asymptomatic patient. The lead impedance dropped to less than 100 ohms and then upwards to 3000 ohms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.